Event description:
It was reported to co that two to three years ago a patient underwent a pyeloplasty. The or report stated a pds suture was used. The patient developed recurrent renal calculi on the suture material. On a unknown date, the surgeon removed the suture and noted that it had not absorbed.